Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges the right and left socket is starting to become egg shape instead of round. Consumer also alleges that the holes are getting larger. MDR filed.